Event description:
It was reported that on (B)(6) 2008 the patient underwent open l3-l4 decompression, transforaminal lumbar interbody fusion fixation. On (B)(6) 2008 patient presented at emergency room with back pain and urinary incontinence and numbness. Patient underwent MRI. MRI showed no signs of compression of the spinal cord. Neurosurgical consult reported patients lumbar spine shows no acute pathology requiring acute intervention and is appropriate for outpatient follow up. Patient discharged. On (B)(6) 2011 patient presented with mechanical axial back pain predominantly and initially with severe right lower extremity radiculopathy and weakness. She has a history of undergoing previous surgery in 2008 for an l3-l4 interbody fusion with posterior spinal fusion and laminectomy, she says at that point also for back pain with severe radiculopathy. Her right leg pain did get better initially after the procedure. However, gradually over time started developing worsening pain in her right leg and she said which was a little different, which was additional to her existing lower leg pain. At this time the pain really more consistent with the l4 and l5 distribution, predominantly on the right side, and more recently she started developing radicular pain down her left leg. She has also developed gradual weakness in both of her legs, initially with her right leg and also noted to have weakness in her left leg. Her preoperative imaging studies at l3-l4 showed evidence of no significant stenosis; however, there is no evidence of a solid union either at that level. At l4-5, at adjacent, segment, she started developing a lateral recess stenosis at that respective level. Patient underwent prolonged conservative measures. She has been in physical therapy multiple times. She has had multiple epidural injections. The epidural injections at l4-5 did provide transient improvement to her pain. She did have progressive weakness in her legs, and in fact when she presented she had a footdrop on the right side and now starting to develop weakness on the contralateral limb as well, predominantly in the l4 and l5 distribution. She also has sensory dysfunction predominant in the l4-l5 distribution. There was discussion with md that she did have evidence of lack of a solid union at the l3-4. However, in lieu of the fact that she continues to smoke quite heavily and that she already developed onset of nonunion, it was determined that addressing that would not be prudent. Patient underwent l4-5 laminectomy for herniated lumbar disc and lumbar spinal stenosis. On (B)(6) 2011 patient underwent surgical procedure for irrigation and debridement, and evacuation of seroma.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.